Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 7 states, ¿dislocation, subluxation, loosening, migration, screw back-out and/orfracture of the implants can occur due to inadequate fixation, malalignment, malposition, excessive, unusual and/or awkward movement and/or activity, trauma, excessive range of motion, excessive activity and/or other factors. Muscle and fibrous tissue laxity can also contribute to these conditions."

Event description:
It was reported that patient underwent left total shoulder arthroplasty on an unknown date. Subsequently, a revision procedure was performed on (B)(6) 2013, due to the set screw backing out of the distal humeral segment. All components were removed and replaced.